Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed. Visual inspection revealed that the guide wire was partially advanced into the needle cannula. The distal weld was not visible as a result. Minor force was required to remove the guide wire from the cannula, which is not the intended function. Once removed, visual analysis of the guide wire revealed a small offset coil directly adjacent to the distal weld. Additionally, adhesive was observed on the guide wire, which likely resulted in the guide wire becoming stuck. Microscopic inspection of the guide wire confirmed the damage. The distal weld was observed to be present and appeared full and spherical. The kink in the guide wire was located 1 mm from the distal tip. The guide wire length from the handle to the distal tip measured 4 9/16", which is within the specifications of 4 7/16"-4 11/16" per product drawing. The guide wire outer diameter measured 0.390mm, which is within the specifications of 0.381-0.404mm per product drawing. The cannula outer diameter measured 0.260", which is within the specification limits of0.0250"-.0255" per the cannula product drawing. The cannula inner diameter measured 0.0170", which is within the specification limits of 0.0165"-0.0180" per the cannula product drawing. Functional inspection of the guide wire was performed per the product IFU which states , "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When reference mark on clear feed tube coincides with edge of internal cylinder of actuating lever tip of spring-wire guide is located at needle tip". The guide wire was removed from the cannula with moderate difficulty. Once removed, adhesive residue was observed on the guide wire. After removing, the guide wire was inserted back through the needle cannula. Minor resistance was encountered due to the kinking and the adhesive; however, the guide wire was able to pass completely through the cannula. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire contained a offset coils near the distal end. Adhesive residue was also observed on the cannula. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met , and a device history record review was performed with no relevant findings. A CAPA was initiated based on a recent trend for guide wire/needle resistance. The CAPA investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to patient.

Manufacturer narrative:
Qn# (B)(4).